Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mmx15mm apex balloon catheter was advanced for dilation. However, on the first inflation at 3 atmospheres, the balloon ruptured after being inflated for 3 seconds. The device was completely removed from the patient's body. The procedure was completed with a 3mm emerge balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter and a tuohy. The balloon was loosely folded, with blood and contrast in the lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole in the balloon material, starting 15 mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection found no irregularities with the bond of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mmx15mm apex balloon catheter was advanced for dilation. However, on the first inflation at 3 atmospheres, the balloon ruptured after being inflated for 3 seconds. The device was completely removed from the patient's body. The procedure was completed with a 3mm emerge balloon catheter. No patient complications were reported and the patient's status was good.